Event description:
It was reported that the sys 9800 failed to display a recalled image previously saved. There was no adverse pt involvement report.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. All nodes were reprogrammed and calibration files restored. The sys was tested and found to be working as intended and placed back into svc.